Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be between 60-70 years of age. Although the exact lot number is unknown, the lot number was reported to be either 14012875 or 14211058. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex rx biliary fully covered stent and a wallflex enteral duodenal stent were implanted within a patient as treatment for malignant strictures. On (B)(6) 2010, a wallflex rx biliary fully covered stent (the subject of MFR. Report # 3005099803-2011-02531) was implanted within the common bile duct to treat a stricture. The stricture was approximately 3cm in length and located within the mid- to upper-bile duct. The anatomy was noted to be very tortuous; however, the stricture was not dilated prior to stent placement. Immediately following stent placement, the stent was slow to open due to the tight anatomy but the stent did fully expand. On (B)(6) 2011, the patient was diagnosed with cholangitis. A CT scan was performed which revealed that the biliary stent had migrated into the duodenum. The cholangitis was treated with chemical and radiation therapy. On (B)(6) 2011, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the stent migration was confirmed. In the physician's assessment, the stent migration may have occurred as a result of the chemical treatment for the tortuous biliary anatomy. During the ercp procedure, a perforation was detected approximately 10mm into the second portion of the duodenum. The stent was left within the duodenum and an endoscopic nasobiliary drainage (enbd) catheter was placed. No additional treatment was administered for the perforation. On (B)(6) 2011, it was observed that the perforation had closed. The migrated biliary stent was removed and contrast was injected. A duodenal stricture was detected within the second portion of the duodenum. The length of the stricture was approximately 4-5cm. In the physician's assessment, the biliary cancer may have grown and infiltrated the duodenum causing the stricture. A wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2011-02494) was implanted to treat the stricture. Approximately 1.5cm of the stent was implanted within the stomach. On (B)(6) 2011, the patient was diagnosed with melena. A CT scan was performed and showed that the duodenal stent had migrated. The stent flare had migrated to the superior portion of the duodenum. On (B)(6) 2011, a second CT scan was performed, which showed that the stent had migrated to the area between the jejunum and ileum, approximately 180cm from the ligament of treitz. In the physician's assessment, the duodenal stent may have migrated because the anatomy was not tight. An operation was scheduled for the following day. On (B)(6) 2011, the patient passed away at 7am prior to the planned surgery. In the physician's assessment, the cause of death was duodenal edema with bleeding and an arrhythmia, which was a result of the duodenal bleed. No intervention was performed to treat the bleed. In the physician's assessment, neither the wallflex biliary stent nor the wallflex duodenal stent caused or contributed to the patient death and the bleed from the cancerous area "would have caused the death directly."